Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair procedure there was iron powder produced during the use of the burr. A backup was available. No patient impact was noted.

Manufacturer narrative:
Visual assessment of each device showed no evidence of debridement/shedding. Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.